Event description:
It was reported that the pta balloon ruptured near the distal portion of the balloon. Reportedly, the rupture caused extravasation from the radial artery. The balloon catheter was removed and another was advanced and inflated to tamponade the area. The extravasation resolved and the procedure was completed without further treatment. The patient was reported to be doing fine post-procedure.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The sample is not available for return, therefore, an evaluation of the device could not be performed. The investigation is currently underway.